Manufacturer narrative:
The reported events of failure to interrogate, no magnet response, and no lv output were not confirmed. The device was in backup operation upon receipt. Device image was analyzed and error codes were noted consistent with a hybrid integrated circuit anomaly. After loading the code and setting the device to nominal conditions successfully, the device was evaluated under electrical and mechanical conditions and results indicated normal functionality. The device was monitored for several days with load and interrogation results were normal. Further analysis of the output signal found normal pacing parameters. Despite extensive testing backup operation could not be reproduced and the cause of backup conditions could not be determined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution.

Event description:
It was reported that patient presented to emergency room with bradycardia and dizziness. During interrogation attempts, the pacemaker (pm) failed to be interrogated. Additionally, two magnets were used to confirm pacing rate however, magnets placement made no change to heart rate. The pm had no response to magnet. The patient was stable throughout.